Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. Fr995-29 tissue valve (B)(6) 2003; ddbb1d4 ICD (B)(6) 2015. (B)(4).

Event description:
It was reported that four days after it was implanted, the right ventricular (rv) lead exhibited a loss of capture and high thresholds. It was decided to revise the lead. Upon inspection, the tip of the lead seemed bent and the helix would pop in and out when extending and retracting. It was decided the rv lead would be explanted and replaced. No patient complications have been reported as a result of this event.